Event description:
Boston scientific received information that during a implant procedure, this implantable cardioverter defibrillator (ICD) was connected to the existing leads. The atrial lead was found to be displaced and was changed out for a competitor atrial lead. Upon lead integrity testing a lot of noise was noted on the atrial electrogram. The noise could be reproduced with pocket and device manipulation. The atrial lead was disconnected, cleaned and reinserted into the device for further testing. The lead measurements remained the same with noise on the electrogram. To determine if this was a lead or devise issue the lead was then disconnected and tested through a pacing system analyzer (psa). All lead measurements on the analyzer were within normal range. A header issue was suspected and the device was replaced, however the same noise was present on the atrial electrogram with the new device. The decision was made to implant a third competitor atrial lead and connect it to the device. No noise was present on the electrogram. The explanted device was returned for analysis. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.